Event description:
Djd left knee: while mixing the cement noted the consistency was not normal. Second time in same day (different cases) that cement did not perform as expected. Cement eventually hardened. Prolonged anesthesia time.